Event description:
It was reported to boston scientific corporation in 2008 that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure six days prior. According to the complainant, during the procedure, the sphincterotome's cut wire detached when the electric current was applied to the device. Although the distal anchor of the cut wire detached, the remainder of the wire remained connected to the device and was withdrawn with the sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed.